Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had a high blood glucose of 400 mg/dl. The caller reported the insulin pump stopped at 41 units of insulin. The caller also reported a check settings alarm occurring on the insulin pump. The caller was assisted with checking the settings and the settings were correct. The bolus history also showed no boluses were being delivered. The insulin pump will not be returned for analysis.